Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. Upon evaluation the stm discovered that the batteries did not pass the battery runtime test. To address the issue, the stm replaced both batteries. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use in a patient the cs300 intra-aortic balloon pump (iabp) shut off. There was no harm or injury to patient and no adverse event was reported.